Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they heard beeping from the device and it repeated every 6-8 hours since then. The device remains in use. No patient complications have been reported as a result of this event.